Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a rt total hip about 5 years ago in arizona. Implants were well fixed and in a great position according to surgeon. Patient fell about a year ago and has since dislocated five times. Surgeon has decided this treatment plan is to do a constrained liner. Surgeon removed the 36 x 54+4 neutral liner along with 36 +5 ceramic head. He then implanted a 32x54 +4 neutral constrained liner and 32 +5 ts ceramic head. Leg length and stable were great and surgeon closed. Doi: about 5 years ago; dor: (B)(6) 2019, right hip.